Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The sterilization lot record was also reviewed and it was found in compliance with the sterilization process parameters. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2017. If explanted, give date: not applicable, as the lens remains implanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that about a week after an implantation of a pcb00v 20.5 diopter intraocular lens (iol) on (B)(6) 2017, a fibrin reaction occurred. Reportedly, there was no visual acuity issues and the patient recovered by steroidal anti-inflammatory eye drops. No additional information was provided.